Manufacturer narrative:
No patient information to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve assembly was replaced to resolve the issue.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.